Event description:
It was reported that the patient observed a flashing yellow call doctor icon on their communicator. During troubleshooting, one yellow collecting wave and one yellow sending wave were observed. Investigation determined that the communicator and pacemaker were appropriately set up in the system. It was determined that the patient's home environment was not likely to the because of the ycw and it was recommended that the patient work with their following clinic to verify the msn of the implanted device. While the reported observations are not desired behaviors for the communicator/implanted device system, evidence reasonably suggests that this issue has no impact on the availability of critical therapy. No adverse patient effects were reported. This pacemaker has been received for analysis. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of device memory confirmed that a low voltage alert code 1003) was recorded. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.